Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working well. The customer's blood glucose level was 200 mg/dl. The customer reported that when the reservoir was put in the pump it was up to and it was not pumping right and it was not locking in like it. The insulin pump will not be returned for analysis.